Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The device had been filled with 8g flucloxacillin chloride for a twenty four hour infusion. The volume remaining in the device was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 09, 2019 - august 12, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.